Event description:
Per fax, tie wraps are leaking at the pe valve.per the independent repair center statement, unit displaying low o2 or yellow light. The key failure was the tie wrap was for the p.e. Valve were leaking.